Event description:
It was reported that the patient presented via remote transmission showing non-sustained right ventricular over-sensing due to post-paced t-wave over-sensing. Device reprogramming was made. No patient symptoms were reported.